Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: it was reported there was foreign matter on the product. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a dark color foreign matter that is about 200um long. No other information could be obtained from the photo. The identified particulates, pvc and wool based materials, are not used in the blunt fill needle manufacturing process. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle had wool-like foreign matter in it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we observed a couple of particulates in one of the products we manufacture at our facility. The particulates were segregated from the product and were sent to an external laboratory for identification. The composition of the particulates was identified as follows: 1st particulate: pvc-based polymer with calcium carbonate (filler) [size: 220 microns]; 2nd particulate: hair - non-human (possibly wool or similar animal) [size: 1155 microns]. The foreign matter was found in the cell therapy product we manufacture at our facility. Product no. 305180 is used during the execution of certain processing steps. No adverse effects were observed except for the physical presence of the particulates in our cell therapy product."